Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found plunger clamp at position #4 failed force gauge test. The fse replaced the plunger clamp at position #4, checked and cleaned all others, verified proper aliment and calibration of x-arm. The instrument was tested without further problem and was retuned to expected operation.